Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the ins not being flush against their back/being at an angle was unknown. The patient stated they were not sure of the most likely cause. When asked by their doctor if they had lost weight, the patient stated they had not. The patient's doctor offered revision surgery, but the patient stated they were still paying for the surgery to have it implanted. The patient stated they may have the revision surgery done in the future. Regarding the shocking sensation that was experienced, the patient stated x-rays were taken and the leads were intact. The patient stated both issues had not been resolved, and no further action would be taken at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was concerned about the way their ins was implanted because the ins was not flush against their back. The patient said the ins was at an angle and they almost felt like they could rip it out. The patient mentioned that they tried to avoid that area when using the bathroom due to the ins being at an angle. The patient was asked for an event date for this issue but they did not provide one. The patient added that one day last week they woke up and felt a shocking sensation in the bottom of their left butt cheek all day long, but the sensation finally went away. The patient mentioned that a bunch of other people on facebook also shared that they had experienced a shocking sensation as well. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned unrelated medical history. This included that they had arm surgery a week or so ago.